Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm, even after insulin pump change. Customer's blood glucose was 464 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer was advised that infusion sets would be replaced.